Manufacturer narrative:
The complaint lot device history record was reviewed. No issues were found, all product was found to meet inspection acceptance criteria prior to final release. The root cause is suspected to be associated with printing labels in larger quantities where ink did not dry properly. Qa techs spend a minimum of two hours each shift on the production floor ensuring inspections are taking place and inspecting product with teammates to ensure compliance. A quality alert was issued for complaint awareness. The production team will now only print colored labels in increments of ten to allow ink to properly bond to labels. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.

Manufacturer narrative:
The product involved in the event was not returned for evaluation. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.

Event description:
The customer alleged the sterile labels are disintegrating. This incident occurred while treating a patient. The coloring on the medication labels was rubbing off. The labels are included in custom procedure pack and utilized to label syringes and medications. The flaking of the label was getting all over the sterile field and instruments as well as the physician's hands. Additional information was requested on three separate occasions on december 18, 2024, december 19, 2024, and december 30, 2024, with no response.